Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was swimming with the pump prior to malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Root cause: use error. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."